Manufacturer narrative:
H10. The customer confirmed that the 1104 "backup alarm failed" alarm error occurred at power on self-test (post), and the backup alarm did not fail the test as the audible alarm could be heard for two minutes; however, the alarm itself was faint and distorted. The customer attempted to replace the motor controller (mc) printed circuit board assembly (pcba) and power management (pm) pcba, but the issue remained. The customer therefore ordered the replacement central processing unit (cpu) pcba for repair and requested the option codes (avaps 0153626848, c-flex 0259487462, ramp 0357507260). The rse provided the customer with the option codes, and upon receiving the new part, the customer performed the cpu pcba replacement. After installing the option codes, the customer verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that when the device was powered on, a 1104 "backup alarm failed" error message was displayed. It was reported that there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) troubleshot the device and advised the customer to perform test 12: power fail to test the backup alarm. If it fails, the rse informed the customer that according to the service manual, the recommended repairs are: 1. Replace the motor control pcba, 2. Replace the central processing unit pcba, or 3. Replace the power management pcba.